Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown 25mm stabilized insert. Catalog numbers and lot codes of other devices listed in this report: cat. No.: 5565-s-017, tri press-fit stem 17mm x 100mm, lot code: m5ho88; cat. No.: 5521-b-500, tri ts baseplate size 5, lot code: hexj; cat. No.: 5570-s-020, triathlon total knee system offset adapter 2mm, lot code: m6e07; cat. No.: 5565-s-018, tri press-fit stem 18mm x 100mm, lot code: m5n17j; cat. No.: unknown, unknown #5 total stabilized femur, lot code: unknown; cat. No.: unknown, unknown 6mm offset , lot code: unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. Additional information has been requested and if received will be provided in a supplemental report. Device not returned.

Event description:
It was reported that there was a removal of a triathlon ts. Doctor put in an antibiotic spacer for infection.

Event description:
It was reported that there was a removal of a triathalon ts. Doctor put in an antibiotic spacer for infection.

Manufacturer narrative:
An event regarding infection involving an unknown 25mm stabilized insert was reported. The event was not confirmed. Device evaluation could not be performed as no items associated with the event were returned or made available for identification or evaluation. No medical records or x-rays were made available for evaluation. A review of the device history records could not be performed as no lot information was provided. A complaint history review could not be performed as the device was not properly identified. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided.